Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Vyaire medical triggered field service to download the logs for investigation and then to exchange the main electronics. As per sales, the hospital is using the data communication interface (302.079.000) for emr integration with masimo (hl7). No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us having technical failure 305 - "communication to cfb disconnect" and shut down during patient use . During the error code, the patient heart rate increases and was desaturated. They immediately started ventilating via bvm (bag-valve-mask) and switched units. The customer confirmed that it does not appear to have harmed the patient, since downtime was very minimal.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to determine the exact root cause. Communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. The failure condition involves a combination of software version 6.0.1600.0 or higher and active hl7 data transmission. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.